Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly. However, moisture damage found on electronic assembly and inside battery tube. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the around battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.